Manufacturer narrative:
The product allegedly involved in this incident is not a medical device.

Event description:
An insurance company is alleging that a heating pad caused a fire that resulted in damage to its insured's home. No injuries were reported with this incident.